Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the phaco tip broke off in the patient's eye after phacoemulsification. The tip was removed and the procedure was completed. There was no patient harm. The product sample has been requested for evaluation.

Manufacturer narrative:
A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One balance phaco tip was returned for evaluation. A visual inspection of the phaco tip received was performed and deemed nonconforming. The tip is broken at the transition between the cone and cannula. The wall thickness at the break area is uneven, causing a thin wall. The complaint does confirm the phaco tip is broken. The reason for the breakage is due to a nonconforming thin wall present at the break area. This thin wall is a manufacturing issue created at the machining process for the phaco tip. The phaco tip was shown to machine operators to make then aware of this complaint issue for a thin wall and the importance of controlling the process to insure a good wall thickness is obtained. Operators control both the part concentricity and inside and outside diameter of the cannula to insure the wall thickness is manufactured to specification. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).